Event description:
It was reported that during a surgical procedure at the healthcare facility, a 15 to 30 minute delay was caused due to the device overstimulating the nerve. It was reported that the procedure was completed successfully, without adverse consequences, or medical intervention.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a 15 to 30 minute delay was caused due to the device overstimulating the nerve. It was reported that the procedure was completed successfully, without adverse consequences, or medical intervention.

Manufacturer narrative:
Additional information: the device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a 15 to 30 minute delay was caused due to the device overstimulating the nerve. It was reported that the procedure was completed successfully, without adverse consequences, or medical intervention.